Event description:
It was reported that a patient underwent an open repair of a primary spiegel hernia under regional anesthesia in 2009. One week after the procedure, the patient developed a hematoma at the surgical site which was five centimeters in size. The hematoma was drained of 5 cc's. The patient was given pain medication concomitantly. Currently, the patient is asymptomatic.

Manufacturer narrative:
Hematoma - no conclusion can be drawn at the time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.